Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00244. It was reported a cerebrospinal fluid (csf) leak occurred during a drg trial implant procedure. Postoperatively, the patient experienced a headache and was instructed to drink caffeine and lay flat.

Manufacturer narrative:
Date was inadvertently omitted from the initial report.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00244.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00244. Follow-up information indicated the patient stated his headache has resolved.